Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500mg/dl. It was stated that the customer was without a back up plan during the holidays. The customer stated that he attempted to connect his own insulin pump with new infusion set inserted by the nurse while staying in the hospital, but the blood glucose went up immediately, and he was disconnected it. Troubleshooting was not performed as his insulin pump was at the nurse room at time of call. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test. Unit had scratched display window.